Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the probe of the instrument was bent. The fse replaced the probe and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was that the probe was bent. (B)(4).

Event description:
The customer reported to beckman coulter a leak from the backwash cup of the coulter lh 500 hematology analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated in connection with this event. There was no death, injury or change to patient treatment.